Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation the lead helix did not extend properly. The lead was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the distal end appeared a very, very slightly kink. But the helix could be extended and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.